Event description:
Customer reported she received a new insulin pump yesterday and has already gone through three batteries. When she woke up, the battery was dead. Customer's blood glucose was unknown. The device history showed a battery out limit alarm and three other separate alarms. A temporary basal was programmed before the alarm. Customer was advised the temporary basal may have stopped. The device passed the self test. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.